Event description:
It was reported that the device reached early battery depletion. Therefore the device was removed and replaced with a new device.no patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. The device met 80% of expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model. Concomitant product: 5076 implantable pacing lead 2007-(B)(6), concomitant product: 4193 implantable pacing lead 2007-(B)(6). (B)(4).